Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm inspected the iabp and found that the touchscreen was out of calibration. The stm went into the diagnostic menu and was able to calibrate the touchscreen, and then completed all calibration checks and adjustments. The stm tested the touchscreen again and found it to intermittently not respond to the touch commands. To address the issue, the stm replaced the touchscreen and again calibrated the touchscreen and completed the diagnostic tests, and then retried the touchscreen again with no further issues. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was not working. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.